Manufacturer narrative:
Hamilton medical ag comes to the conclusion: from the customer it was confirmed that they used a not hamilton medical ag conform usb-stick on the ventilator. This usb-stick caused the reported tf1743003. After taken the usb-stick out of the panel of the ventilator, the device starts up normal without any problems. The service software was performed without any anomalies afterwards.

Event description:
The following was reported to hamilton medical ag: summary: tf1743003 during booting process.

Event description:
The following was reported to hamilton medical ag: summary: tf1743003 during booting process.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.